Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultra 2 meter read inaccurately high compared to the laboratory and to another device. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient reported that the alleged inaccuracy began at an unspecified time on (B)(6) 2014. At an unspecified date/time, the patient obtained a blood glucose reading of ¿over 200 mg/dl¿ with the subject meter and ¿160 mg/dl¿ with a laboratory device, performed greater than 30 minutes of each other. The patient manages her diabetes with insulin (unknown type, self-adjuster) and denied taking any action in regards to her normal diabetes management in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient claimed, immediately after the alleged issue occurred, she developed symptoms of ¿cold and shaky¿. It is not known if the patient received any treatment in response to the symptoms. The patient mentioned, ¿a few days after¿ the alleged issue occurred; she went into the doctor¿s office for a visit. She stated her blood glucose was tested with the doctor¿s/clinic meter and obtained a reading of ¿160 mg/dl¿. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (09/02/2014). The patient¿s meter has been returned on 8/15/2014 and evaluated by lifescan product analysis on 8/21/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. (B)(4).